Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that the mesh has attached itself to the bladder. In (B)(6) 2011, the patient has experienced swelling and pain, burning pain, nerve pain, and been unable to sit, walk, stand. The patient underwent removal of mesh in 2015. Additional information has been requested.